Event description:
I used visine for contacts lubricating rewetting drops and it left a long red streak on my skin from the bottom of my eye down to my chin. Lasted a few hours before it went away even after washing it off.